Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Visual analysis of the photographs identified: red particle material on the shell; red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported via regulatory agency "constantly unwell ever since implants were inserted. It started with panic attacks, anxiety, visual disturbances and dizziness, feeling drunk, barely able to remain on feet, underactive thyroid, pain in breast, feels as though implant is swimming and no longer set in place," rupture with silicone leakage and enlarged lymph nodes". Device explanted. Left side.

Event description:
Patient reported via regulatory agency "pain in breast, feels as though implant is swimming and no longer set in place, rupture with silicone leakage, and enlarged lymph nodes." Patient additionally reported "constantly unwell ever since implants were inserted, panic attacks, anxiety, visual disturbances and dizziness, feeling drunk, barely able to remain on feet, underactive thyroid;" these events are not related to the device. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, b.6, d6a.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture with silicone leakage and enlarged lymph nodes".

Event description:
Patient reported via regulatory agency "constantly unwell ever since implants were inserted. It started with panic attacks, anxiety, visual disturbances and dizziness, feeling drunk, barely able to remain on feet, underactive thyroid, pain in breast, feels as though implant is swimming and no longer set in place," rupture with silicone leakage and enlarged lymph nodes". The status of the device is unknown. Unknown side.

Manufacturer narrative:
Reason for reoperation: silicone migration.

Event description:
Patient representative further reported "allergies identified for the first time, massive sleep disorders, frequent illnesses (bacterial infections) due to a weakened immune system, inflammation, regular nasal sinus infections, depression/ depressive moods and anxiety, severe states of exhaustion, freezing, temperature sensitivity, poor concentration and memory lapses, brain fog, frequent swollen lymph nodes in the maxillo-neck area circulatory problems, muscle pain, night sweats, earache, back and shoulder pain, sleep disorders ¿ and the resulting significant tiredness, extreme feeling of tightness and chest pain, dizziness, stiff joints on the hands and feet, mainly in the morning (so-called stiff fingers), dry and irritated eyes, nausea, fears, dizziness (such as drunkenness, but without previous alcohol consumption) joint pain, hair loss, weight gain, weight loss (rapid decrease initially, before explantation, severe increase due to water retention) heart beats, palpitations, high blood pressure/ hypotension, hormonal disorders, massive headaches, knee pain, shortness of breath, asthma, shortness of breath, feelings of suffocation, food intolerances, panic attacks, sleep disorders, veil before the eyes, throbbing nerve pain in the body, pain in tendons and ligaments, chills, difficulty swallowing, vision problems, mood swings, spontaneous tingling in the fingers up to short-term stiffness and deafness, dry skin, eczema and acne, chronic inflammation in the mouth, gum problems, sensitivity to noise up to brief hearing problems in both ears, sensitivity to light, extreme listlessness, frequent fatigue but with sleep disorders, very pronounced raynaud's syndrome (not device related) and thyroid dysfunction, another autoimmune disease: ulcerative colitis. The patient also suffered from: a reduced libido, thyroid dysfunction, not within the normal range despite taking tablets, massive restrictions in service provision, which was particularly difficult at home and in everyday life, severe body odor (armpits), poor eyesight (occurring irregularly), noticeable veins in the chest visible on the outside, recurrent hematomas, repeated fainting/loss of consciousness, persistent and durable chest pain (stinging, pressure), pale skin, swelling of the face and body, balance disorders, food intolerances, skin rash, cysts in the lower lobe (tumors), lump /feeling of pressure in the throat, restlessness, eye burning and tearing, sensory disorders, blood clots on the legs, indigestion/hemorrhoids, staphylococci.you should be aware that the health conditions described above are symptoms of bii (breast implant illness). Such a damaging [silicone] migration has also taken place with the patient.the patient suffered from significant panic attacks and depression for years ¿ and as a result completely withdrew from their social environment. The patient is still exposed to considerable anxiety and panic attacks as a result of their experiences; the patient is very worried and traumatized by the realisation that the toxic ingredients of the breast implants that have entered their body have caused long-term damage to their health that is difficult to treat - and can cause further damage. The patient often fell ill due to their weakened immune system. The patient suffered from very considerable exhaustion, which had a negative effect both in their job (discontinuation of education) and in the family and private environment. The patient was simply no longer able to participate in leisure activities. The patient suffered from circulatory instability up to fainting. The patient suffered from very significant sleep disorders due to night sweats for years. The patient suffered considerable back and joint pain all over their body, meaning that they were unable to exercise. The chest muscle continues to ache during movement-intensive effort. There were also stiff joints on the hands and feet, so-called ¿stiff fingers.¿ the patient suffered from dizziness and drowsiness (brainfog) as well as balance problems. The patient suffered massively from hair loss. The patient suffered from very poor skin, dry skin, eczema, and acne. The patient had rapid heartbeats and high blood pressure. The patient suffered from hormonal disorders. The patient suffered from knee pain. The patient suffered from shortness of breath, asthma, shortness of breath, and feelings of suffocation. The patient had a feeling of pressure in their throat. The patient suffered from food intolerances ¿ as well as significant digestive disorders and hemorrhoids. The patient suffered from vision problems as well as eye burns and tears. The patient suffered from chronic inflammation of the gums. The patient suffered from staphylococci. The patient was sensitive to noise. The patient was sensitive to light. Since the implantation, the patient has been suffering from the autoimmune disease ulcerative colitis. The patient is very severely suffering from raynaud's syndrome (not device related); now only when it's cold. For years, the patient has been suffering from constant pain and stinging in the chest. The patient suffered from very severe body odor.